Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. The cardiac resynchronization therapy defibrillator exhibited post-paced t-wave oversensing on the ventricular channel, observed on stored egm. The patient did not receive therapy during the oversensing. Programming changes to decrease ventricular sensitivity were made.